Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product specimen has been returned. Conclusion: attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 1 year and 3 months post-implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic tissue valve for reasons unknown. No adverse patient effects were reported.